Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/07/2016 that on (B)(6) 2016 the receiver had no audio output. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and sound was heard from the receiver. A global communication tool software test was performed and passed. The reported event of no audio output was not confirmed. A root cause could not be determined.